Event description:
It was reported that the arctic sun device was no longer measuring the temperature and it stopped working suddenly. Per follow up information via ibc on 23mar2022, a functional test was performed and the device did not present any defect, the customer chose to continue using the device since it was not defective.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported issue could not be determined as no issues were found following a functional test. Biomed was unable to duplicate the reported issue of not powering on. Biomed checked the arctic sun and did not see any issues. Arctic sun was returned to service. Per follow up, a functional test was performed and the device did not present any defect, the customer chose to continue using the device since it was not defective. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was no longer measuring the temperature and it stopped working suddenly.